Manufacturer narrative:
The suspect device was evaluated onsite by a field service engineer (fse). The fse found error "e216" during the evaluation; the device was returned to olympus for repair. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that error "e226" appeared on the monitor screen. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. The information included in b5 was inadvertently not included in the initial medwatch report. Please see updates to b5, d8, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, an error code (e216) occurred. The evaluation also confirmed ingress of water in the camera head, as well as corrosion in the terminal part of the internal connector. It¿s likely the communication signal failed due to the corrosion in the terminal of the internal connector, causing the e216 error. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was noted the reported event (error code e226) occurred during preparation for use of a diagnostic procedure. The intended procedure was cancelled. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation. The suspect device was returned to olympus and evaluated. The evaluation confirmed the reported problem of "e216" error and assigned the cause to contact failure of the video connector. In addition, testing of the returned device found the image disappeared temporarily; the cause was assigned to shortage or corrosion of the electrical circuit due to water immersion. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.